Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device alarmed system error 345. The downstream thermistor readings were found to be out of specification. The cause was the failing force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.